Manufacturer narrative:
Concomitant medical products: spiros adapter; 250ml baxter bag, lot: y315812, exp: feb21, 0.9% sodium chloride injection;1000ml baxter bag, lot: y312181, exp: jan21, rituxan in 0.9% sodium chloride injection the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that before the start of a rituxan infusion, the secondary IV tubing set back-flowed into the primary fluid bag before being connected to the patient. Had the rn had the opportunity to start the infusion, it would have been started at a dose of 50 mg/hour with a volume to be infused (vtbi) of 800ml, the duration would vary as the drug is titrated. There was no patient impact. Received a copy of the customer's medwatch report from FDA which states, ¿back check valve failure. Rituxan secondary back-flowed into the primary fluid bag after being inserted into the pump and before being" description of event was cutoff on medwatch report.

Event description:
It was reported that before the start of a rituxan infusion, the secondary IV tubing set back-flowed into the primary fluid bag before being connected to the patient. Had the rn had the opportunity to start the infusion, it would have been started at a dose of 50 mg/hour with a volume to be infused (vtbi) of 800ml, the duration would vary as the drug is titrated. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Received a copy of the customer's medwatch report from FDA which states, ¿back check valve failure. Rituxan secondary back-flowed into the primary fluid bag after being inserted into the pump and before being". Description of event was cutoff on medwatch report. Received a copy of the customer's medwatch report which states, ¿back check valve failure. Rituxan secondary back-flowed into the primary fluid bag after being inserted into the pump and before attached to the patient. FDA safety report ID# (B)(4). FDA received date 01/14/2020."

Manufacturer narrative:
Additional information added; d1, d4, d11, e4, & g5. The customer¿s report that the secondary IV tubing set back-flowed into the primary fluid bag was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed by repriming the primary set using the as-received 250ml baxter bag. The sets were then loaded into a lab pump module for a secondary infusion and programmed for a rate of 50ml/hr and vtbi of 800ml. The secondary infusion completed with no backflow issues. Functional testing, water test, and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The root cause of the customer¿s experience was not identified because no back flow issues were replicated during functional testing.